Manufacturer narrative:
Other relevant device(s) are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; ubd: 25-feb-2015, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal fentanyl 1500 mcg/ml at 341.3 mcg/day and bupivacaine 20 mg/ml at 4.551 mg/day via an implanted pump for failed back surgery syndrome and spinal pain. It was reported the managing physician was wanting to turn off the pump since the pump had two months until the elective replacement indicator (eri) and there was suspicion of a granuloma. The hcp wanted to shut off the pump and wait until the granuloma went away before they replace the pump. An intrathecal mass was suspected. It was noted the patient was having symptoms similar to the previous time they had a granuloma {refer to manufacturing report # 3007566237-2011-05981 regarding previous granuloma}. The patient was having pain between their shoulder blades. The hcp had ordered the MRI to check for the granuloma, so they would confirm it after the scan. The caller was assisted with programming the pump to off state (code provided) and they were able to shut the pump off. The hcp reported they would wait until the granuloma cleared before they put in the new pump. The event date was about two weeks ago (2018). It was also reported there was no recent escalation in dose and the dose had stayed steady and they have even decreased it. No further complications were reported/anticipated or expected.